Event description:
Post tonsillectomy in 2007, in exterior carotid artery, while trying to embolize arteries at the back of the tongue, the mwce coil got stuck. The coil dropped and it got stuck at the back of the microcatheter and the coil started stretching out. It did have a successful outcome.

Manufacturer narrative:
Evaluation: this event is still under investigation.